Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03156 for the first resolution 360 ultra clip, and 3005099803-2024-03155 for the second resolution 360 clip. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.